Manufacturer narrative:
This report is submitted on october 25, 2018. (B)(4).

Event description:
It was reported that the patient experienced retention issues resulting in the decision to explant the magnet on (B)(6) 2018.